Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patella dislocated post total knee replacement which was performed on (B)(6) 2025. No implants were revised. Surgeon was able to do a lateral release to gain stability without changing any implants.